Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported allergic reaction or ER visit for borderline diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system user guide, model: ust400, 14421-aw rev h / 2016, checking your blood glucose 7 / pages 95-96. Warning: low or high blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient reported that she had allergic reaction to the product and the adhesive was peeling back. Patient went to the hospital as her blood glucose level was overs 600 mg/dl. Patient noted she experienced increased thirst, headache, irritability, increased urination, and nausea. Doctor diagnosed her as borderline diabetic ketoacidosis (dka). Patient was treated with three bags of fluid, zofan, and insulin.